Event description:
It was reported that the patient tried charging their implant, but could not charge and could not communicate with the implant to charge. The last time the patient charged was 3 weeks ago and the last time they felt stimulation was 3 weeks ago. The implantable neurostimulator (ins) was dead, but not completely. The patient did not have their equipment with to troubleshoot. An ins overdischarge was suspected. The patient¿s spouse couldn¿t get the ins to work and thought it died. The ins died within the last month or maybe a little longer. The patient last felt stimulation around february and had a loss of therapeutic effect. Starting in october or november the patient had a problem with their knee implant. They discovered the knee swelled, they drained it, took out part of their knee, and the patient was on antibiotics for a staph infection. The knee implant was done 4 to 5 years ago. It was further reported that the patient talked to a manufacturer representative and was told that their health care provider (hcp) needed to contact them to set up an appointment. The patient¿s stimulator stopped working and the patient was in pain. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(4) 2008, product type extension. (B)(4).